Manufacturer narrative:
Based on the information provided, the foreign material alleged to be an adaptic touch¿ non-adhering silicone dressing was not returned to for identification. Frequency of dressing changes could not be verified. Therefore, systagenix is unable to confirm its identity and the allegation of dressing adhering to the wound at this time. Device labeling, available in print and online, states: dressing change frequency is dictated by good wound care practice and will depend on the condition of the wound. Adaptic touch® may be left in place for several days. V.a.c. ® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.

Event description:
On jun 23 2017, the following information was provided to systagenix by the nurse: following v.a.c.® therapy a dressing alleged to be an adaptic touch¿ non-adhering silicone dressing had adhered to the patient's wound. Surgical intervention was required to remove the dressing from the wound. On jul 13 2017, the following information was provided to systagenix by the kci representative: the customer stated the only other information they would provide is that v.a.c.® therapy was instigated in theater with granufoam¿ dressing and adaptic touch¿ dressing as a liner sometime in (B)(6) 2016. After this time, these dressings were subsequently changed to a gauze dressing regime and the patient went on to be discharged into the community. At this point the community nursing team was then responsible for the vac dressing changes. Pathology has not been able to ascertain whether or not the dressing removed from the patient was an adaptic touch¿ dressing. There is the possibility it could be another brand of dressing used in the community. The tissue viability nurses were responsible for the dressing changes whilst the patient was treated there. The exact date of when the dressing alleged to be adaptic touch¿ dressing was found adhered to the wound was not provided by the customer nor did they provide any information as to the frequency of dressing changes. No further information has been provided at this time. A device history review and device evaluation for the adaptic touch¿ dressing is currently pending completion.

Manufacturer narrative:
Based on the additional information provided from the completed device evaluation and device history review, systagenix was unable to confirm its identity and the allegation of dressing adhering to the wound. Device labeling, available in print and online, states: dressing change frequency is dictated by good wound care practice and will depend on the condition of the wound. Adaptic touch¿ non-adhering silicone dressing may be left in place for several days. V.a.c. ® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressing should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.

Event description:
On sep 1 2017, the device history record (DHR) review for the adaptic touch¿ non-adhering silicone dressing was completed and it was determined that no product code or lot number was provided; therefore, a DHR review could not be performed. On aug 31 2017, the device evaluation was completed for the adaptic touch¿ non-adhering silicone dressing and it was determined that no product code or lot number was provided or returned for evaluation; therefore, the customer complaint could not be confirmed.